Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was disconnected on multiple occasions in the past 4 years. The user changed the supplies. Reportedly, the user's blood glucose (bg) level was over 400 mg/dl and as high as 500 mg/dl with ketones. The bg level was addressed with an injection.